Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the doctor had ordered x-rays due to the falls and the patient stating that stimulation was different after the last fall. The patient was reprogrammed using different electrodes and impedances were checked. The patient not getting good stimulation coverage had been resolved after the reprogramming.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient reported recent falls and wasn¿t getting good stimulation coverage afterwards. The rep reported that the patient¿s most recent fall was (B)(6) 2017. The rep reported that the patient came into the office on (B)(6) 2017 for reprogramming and possible x-rays. The rep reported that the patient had a history of blood pressure issues and passing out. The rep reported that an impedance check was done on both leads and all were within normal limits. The rep reported that they reprogrammed the patient with alternative electrodes to recapture pain pattern with stimulation. The rep reported that x-rays were ordered to determine lead migration. The rep reported that the issue was resolved at the time of the report. No further complications were reported.